Event description:
It was reporter that this device due to a pocket infection. This device was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reporter that this device due to a pocket infection. This device was successfully replaced. No additional adverse patient effects were reported.